Event description:
A caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The caller was instructed to plug the wall adapter into a known working outlet and wait at least 30 consecutive minutes for the pump to begin charging, with cts planning to follow up.